Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by the clip did not close properly? Lack of parallel closure. What was the clip formation? Closes in circular or not coaptan in parallel leg clip. Was it not closing at the proximal or distal part of clip? Mainly proximal , or both legs that do not close in parallel. How many successful clips were placed on the patient side in the initial procedure? I not understand your question , but I can report that clips were to shooting holding your 6 compulsory . But almost running out the stapler. Was the surgeon satisfied with the clip formation and duct occlusion at the closure of initial procedure? No, not after already have a fistula gall. Did the bile leak occur during the initial procedure, or was it discovered later? If later, how was it discovered? How many days post-op? Detected the following time and outside the operating room , allowed drainage dissatisfaction surgeon.

Event description:
It was reported that during a cholecystectomy (gall bladder) procedure, the surgeon tried to use the clip applier but the clips do not close properly. The clip applier is not working properly because the body does not close the clips. The surgeon used many clips, but the patient developed bile leakage. The surgeon had to put a drain to control the leak and use a stent.